Event description:
It was reported that during the device replacement procedure due to normal elective replacement indicator (eri), the ventricle lead was unable to disconnect from the device. Using excessive force, the physician broke the header and the lead was able to be removed. The device was explanted and replaced. The ventricle lead remains implanted and in use with the replacement device. The patient was in stable condition.